Manufacturer narrative:
The insulin pump was received with a stripped battery coin slot. No audio anomaly was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches display window, a scratched reservoir tube window, a cracked belt clip slot, and a stained end cap sticker. No button error alarm was noted. However, the insulin pump had intermittent button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 210 mg/dl. The mother of the customer reported a button error alarm from the insulin pump. The mother of the customer also reported difficulty removing the battery cap of the insulin pump. The customer was advised that the insulin pump would need to be replaced. Troubleshooting was done. The battery cap and the battery of the insulin pump were removed to stop the insulin pump from further alarming. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.